Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and lymphadenopathy.

Event description:
Healthcare professional reported right side capsular contracture (grade iii), "glands of the inflammatory type", nodule compatible with fibroadenoma (benign), lobulations, increased pain, emotional crisis due to "textural mark and lymphoma possibility". The device was explanted and not replaced. Treatment included "massage" and unspecified anti-inflammatories.